Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The packaging foil was sticking to the metal ball head. Another implant was readily available. No patient harm, no delay.